Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to broken solder connections on inter-pca connector j1003. The root cause for the broken solder connections was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was not able to complete incoming functional testing.